Event description:
It was reported that the svc portion of the right ventricular lead was capped due to loss of defibrillation capability. An additional lead was added and the remainder of the right ventricular lead remains active. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.